Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. A strand of plastic was attached to the catheter. It was reported by a caller that there was something detected attached to the nxt agilis steerable introducer sheath while they were looking through the intracardiac echocardiography (ice) images. The physician pulled all the catheters out and the sheath was replaced. After replacing the sheath, the catheter was introduced back into the body and the same foreign item was seen under the ice image again. The item looked like a long strand of plastic-like material. The ablation catheter was pulled, and the strand of plastic was attached to it. The catheter had also a kink on the shaft and the operator reported to have felt a bit of resistance on the catheter while going in the first time. No patient consequences were reported. The damage did not result in wires being exposed or any lifted or sharp rings. The foreign material was wrapped around the catheter. The catheter was not pre-shaped. The bent shaft is not MDR-reportable. The foreign matter on the usable length of the catheter is MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 30-may-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. A strand of plastic was attached to the catheter. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual analysis of the returned sample and revealed the shaft was bent, and no long strand of plastic-like material was found on the smart touch unidirectional sf. It should be noted that product failure is multifactorial. The instructions for use contain the following instructions: using aseptic technique, remove the catheter from the package and place in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. And during the procedure the following warning; always pull the thumb knob back to straighten the catheter tip before insertion or withdrawal of the catheter. A manufacturing record evaluation was performed for the finished device number 30689570l, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).